Event description:
It was reported that while intravenous fluids were running at 100 ml/hour on a spectrum iq infusion pump, it failed to alarm upstream occlusion. It was further reported that the blue slide clamp was observed to have been clamped off after the start of the infusion (duration unknown) and the pump did not alarm as expected. According to the reporter, the patient became hypotensive ("patient's blood pressure bottomed"); however, currently the patient "became stable". No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. This event is potentially related to the issues described in ncr pr: 2236001/fa 2021-056 associated with reinforcing proper IV line setup to prevent partial or full occlusions, and detection of upstream occlusion for spectrum pumps, which can lead to under-infusions. If the user does not fully address an upstream occlusion before restarting the infusion, the pump's ability to detect an upstream occlusion may be reduced. Should additional relevant information become available, a supplemental report will be submitted.